Event description:
A non-healthcare professional reported that, following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced glare and dysophtopsia. The iol was exchanges with another lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The account indicated the use of a qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company diopter, (1.5 extended depth of focus) lens was replaced with a 24.0 diopter, non-company, monofocal lens model. The product was not available for evaluation. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that there was no patient harm and symptoms were resolved.